Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets. After the second established final arm angle test (efaa) the clip opened while locked. The clip was then unable to be inverted greater than 120 degrees. The clip was entrapped within the chordae. Troubleshooting was preformed unsuccessfully. The clip was implanted; the final mr was reduced to grade 2. There were no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. The reported clip caught in chordae was due to procedural circumstances (technique of positioning). The reported unable to open clip appears to be related to the reported clip caught in chordae. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.